Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system was seen clinically due to noise and loss of right ventricular capture. The device's minute ventilation feature was then programmed off, which resulted in favorable noise reduction; however, a lead-device connection issue was suspected. Internal engineers stated the likely root cause was either a lead integrity issue or a connection anomaly. No resulting adverse effects were reported and no system changes to date. No further intervention anticipated until the next patient follow-up.